Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-oct-13 regarding a patient receiving fentanyl (40 00 mcg/ml at 500 mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient did not have a decrease in pain with increasing pump dosing. The event date was noted to be (B)(6) 2017. It was stated that the managing healthcare provider (hcp) got 4 cc back when she expected 9 cc. The hcp reportedly performed a dye study and could not aspirate the catheter, and the patient was sent for a catheter replacement/revision on (B)(6) 2017. The pump pocket was opened, and significant scarring was noted around the catheter. The patient additionally noted scarring at the pocket site. There was a part of the catheter that appeared thinner than the rest; it was specified that this pump-sided piece of the catheter was replaced, and the hcp was able to obtain 1-2 cc out of the catheter access port (cap) following the revision. The issue was considered resolved and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter found the catheter body was torn or broken or melted at or after explant that did not affect infusion. (B)(4). If information is provided in the future, a supplemental report will be issued.